Event description:
It was reported that the swan-ganz catheter was about to inserted into the pt. When inflating the balloon prior to insertion, it was noted that the balloon inflated and deflated spontaneously without allowing the air to come back into the syringe. It was surmised that the balloon had a leak in it, whereby air came out and it did not remain inflate.

Manufacturer narrative:
The device was returned and evaluated. Customer report was confirmed. Balloon inflated but did not maintain inflation due to leakage through a slit on the catheter body, 0.04" length, at the 25 cm area, near proximal end of the thermal filament. Balloon latex appeared intact. CAPA was closed. Slit condition related to balloon inflation. Corrective and preventive actions were implemented in two different ways, extrusion and middle forming. Extrusion improvements include increasing extrusion sample size for wall thickness and outside diameter, implement mold mgmt at extrusion area, develop extrusion fmea, and establish processes control at extrusion area. Middle forming improvements include developing middle forming fmes, determine optimum middle forming parameters, implement process control at middle forming operations, determine best middle forming tube orientation to reduce party line, implement and inspection system for middle forming dies and mandrels, implement middle forming mandrel positions and implement a first article inspection for middle forming, middle forming dies at incoming inspections area.